Manufacturer narrative:
Patient information was not provided. The age of the device was calculated as the time elapsed between device sterilization and the date of event. (B)(4). Sorin group (B)(4) manufactures the inspire 6f dual hollow fiber oxygenator with integrated arterial filter. The incident occurred in (B)(6). Per exemption number e2016005. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. The involved device has been requested for return to sorin group (B)(4) for investigation. The complete pump sheet was also requested, but has not been made available at this time. If any additional information pertinent to the reported event is obtained, it will be provided in a supplemental report. Device requested, not yet returned.

Event description:
Sorin group (B)(4) received a report that the venous saturation of the inspire 6f dual hollow fiber oxygenator dropped to 42% for around 6 minutes and the oxygenation decreased after starting ventilation during a coronary artery bypass graft surgery. The oxygenator was changed out without any interruption of the procedure thanks to a shunt. Full flow was pushed up to 7 l/min to accommodate the flow to 2 l/min in the new oxygenator. There was no report of patient injury.

Manufacturer narrative:
(B)(4) manufactures the inspire 6f dual hollow fiber oxygenator with integrated arterial filter. The incident occurred in (B)(6). Per exemption number e2016005, (B)(4) is submitting the report for both (B)(4) (manufacturer) and livanovausa., inc. (Importer). The affected device, initially reported to be available for return, has not been returned to manufacturer. No additional information on the case were provided despite the repeated attempt. As no device investigation was possible, no root cause can be assessed.